Event description:
A caller reported ongoing intermittent occlusion alarms. The customer's blood glucose level displayed "high," a specific value was not provided. The customer took corrective action by administering a correction injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Subsequently, a replacement pump was sent.